Manufacturer narrative:
The iol is implanted and therefore, it is not available for eval. Add'l info has been requested and if provided, will be submitted in a supplemental report.

Event description:
The consumer reports having inflammation, haze, and sometimes blurred vision after having been implanted with a crystalens iol in his right eye. The pt described his near vision as poor and distance vision as less than satisfactory. The pt was given anti-inflammatory eye drops post surgery. The pt continued to experience haziness, and was prescribed atropine sulfate ophthalmic solution for about three weeks. Approx six months post-operation, the pt rec'd yag laser treatment for posterior capsule opacification. According to the pt, his symptoms did not improve after the yag treatment. The pt was referred to a cornea specialist for eval on (B)(6) 2011. No problems were found by the cornea specialist.